Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Last name unknown / not provided. Additional PMA/510(k) number ¿ k101880. Unique identifier (UDI) number not applicable. Bone loss: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to bone loss.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). This report is being relayed to correct an omission in the previously reported submission MFR-0002023141-2022-01976. The following sections have been corrected: h3: if other, specify (summary investigation) h3 other text : summary investigation.

Event description:
No further event information is available at the time of this report.